Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2 (common device name). The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review and the device is expected to be evaluated by a zoll approved business partner. The log confirmed the error message in the customer's report. However, without receipt of the device, the root cause cannot be firmly established by the log information. Analysis of reports of this type has not identified an increase in trend.